Event description:
It was reported that during a lap nephrectomy with living donor procedure, the hand activation button did not work. It was not reported what device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.